Event description:
It was reported that "it was unable to pace during use¿. Another catheter was used and there was no further problem with the procedure. There were no patient complications reported.

Manufacturer narrative:
One bipolar pacing catheter was received with a 1.3cc monoject limited volume syringe. There was no introducer received. There was no visible damage or defect observed on the catheter body, balloon, windings, or the returned syringe. The balloon inflated clearly and concentrically with 1.3 cc of air and remained inflated for 5 minutes without leakage. Continuity testing confirmed a full open condition of the proximal circuit. However, the distal electrode circuit was found to be continuous. A cut down of the catheter body was performed just proximal of the proximal electrode to expose the pacing lead wires. The proximal lead wire was found broken 0.1¿ (or 2.5 mm) proximal from the proximal electrode. It was found that the circuit was continuous between the proximal electrode and proximal connector pin when tested around the broken section of the wire; thus the pacing difficulty appears to be related to the break in the wire. A review of the manufacturing records indicated that the product met specifications upon release. The report of pacing failure was confirmed. An investigation was opened to determine the cause of the wire damage and implement any necessary actions.